Event description:
Shoulder arthroscopy pack - found a pack of lap rfd xray sponges missing 1 sponge. The pack is supposed to have 5 sponges bundled together, pack had 4 sponges. Ref sopocsasrh exp date 01/01/2027 lot # 607240 this ongoing quality assurance issue poses a significant risk to patient safety for retained foreign body and unnecessary treatments. Manufacturer response for asthroscopy pack, shoulder asthroscopy pack (per site reporter).